Event description:
Patient received a burn on the upper lip during an aesthetic laser procedure. Physician stated that the laser went to maximum power when it was turned on. Patient was prescribed valtex 1g by the treating physician. However, the patient declined to be seen by the physician and declined to fill the prescription and follow up with treatment.

Manufacturer narrative:
Physician reported that the laser was at maximum power at start up. The laser was inspected by service and was found to be in specification. During discussion between the field service technician and the treating physician, the physician said he did not check the power settings prior to doing the treatment.